Event description:
It was reported that the lead exhibited high threshold capture, low sensing but good impedances. There was no observation of externalized conductors. The lead was capped and replaced. Good patient condition.

Manufacturer narrative:
(B)(4).